Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that today they received a message that internal device has lost all data when they attempted to connect to implant and to contact the clinician. When asked if patient had any recent medical tests and procedures, patient said that had ablation procedure about 2-3 weeks ago and said that healthcare provider (hcp) office doesn't work around the area of implant. The agent reviewed the meaning of the code and explained that the patient would will to schedule a device check/reprogramming appointment to clear the message. The agent also explained that due to this message, the caller would not be able to place into MRI mode for their MRI later today. The patient was redirected to their healthcare provider to further address the issue. The patient was also warm transferred to patient registration to update their phone number, address and provide name of new managing physician.